Event description:
The customer reported that on (B)(6) 2014 his blood glucose history. For the past two days, he administered a bolus totaling to 10.65 units of insulin. He also gave another bolus of 7.75 unit of insulin. He was vomiting and had an increased in urination. Upon inspection, he realized the cannula was slightly bent. At the time of the call, his bg was reading 409 mg/dl. He was able to activate a new pod and he gave a manual injection of insulin.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.